Event description:
It was reported that the radiofrequency programmer head would not interrogate devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the head was not working properly and the cable was therefore replaced. Analysis also noted that the upper case lens was broken and the upper case was therefore replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.